Manufacturer narrative:
Review of the device history records of the sapien valve shows that the device met specifications prior to distribution.

Event description:
After deployment of the bioprosthetic valve, the patient developed complete av block. Right ventricular pacing was continued, and slowly the rate was decreased. After 10 minutes of observation, the patient's rhythm was successfully restored, but was still in transition between the sinus rhythm and isorhythmic av dissociation. The electrophysiology service was consulted and patient underwent successful pacemaker implantation in the cath lab.

Manufacturer narrative:
Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve implant (tavi). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying heart disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). In this case, the exact cause of the av block is not known; however, there was no report of device malfunction. The patient has a significant medical history, including multiple cardiac conditions, which may have contributed to the av block. Review of the sheath device history records shows that the device met specifications prior to distribution. No further actions are possible at this time.